Event description:
Customer reported: a hole was found while priming tubing, before set was used on pt. The leak is above the last injection port closest to the luer lock connection end of the tubing. No additional info was available.

Manufacturer narrative:
(B)(4). Pt info requested. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.